Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the surgery. Blood penetrated the lead in these areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. The measurement did not demonstrate any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - ten days post implant, it was reported this lead had perforated the heart. The lead was successfully repositioned on (B)(6) 2016 and remained implanted at that time. Loss of capture was reportedly observed during the next follow up on (B)(6) 2016. During the follow up after a ECG examination, the physician note an abnormal spike. The rv lead had no capture and low sensing. On the (B)(6), during an x-ray examination, the lead was in the right atrium. The physician decided to replace lead with another ICD lead (with plug in atrial channel of device). Upon lead removal, there was fibrosis on the tip.